Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir, performed pre-fill reservoirs per specifications reservoir passed no air bubbles were observed during analysis. Checked o rings/stopper groove for defects and none were found.

Event description:
It was reported that the customer was experiencing air bubbles in their device, causing them to have high blood glucose levels. Advised customer to change infusion set and reservoir. Customer's blood glucose level was 234 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).